Event description:
It was reported that this pacemaker system exhibited a high out of range pacing impedance measuring 2048 ohms which led to a lead safety switch (lss) on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).